Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to perform functional check including rewind and basic occlusion, occlusion, prime and system sensor, excessive no delivery, displacement, self test, restart error test and all operating current measurement due to blank display. No moisture damage on electronic and motor assembly noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and corroded battery cap contact.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the inside of the reservoir compartment is corroded and cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.